Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 03451104. Expiration date - the correct expiration date is 08/31/2016.

Event description:
A customer reported a sterrad® chemical indicator strips did not change color correctly after a completed sterrad® 100s cycle. The affected loads were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier device history record review, no anomalies were observed related to manufacturing that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 12/09/2015 to 06/06/2016 and trending was not exceeded. The sra indicates the risk associated withhazard of 'quality problem with no impact on safety is "low." The product was not returned for evaluation. The concomitant sterrad® 100s was tested by a field service engineer and replaced the injector valve assembly to address injection subsystem failure observed. The unit was left in working condition. Additional information provided indicates the fse who serviced the unit found that the color changes reported by the customer were within the acceptable spectrum and there was no deficiency with the product. A customer letter was sent to re-educate the customer on acceptable color spectrum for chemical indicators per instructions for use. The issue will continue to be tracked and trended.